Event description:
The device reportedly delivered a 200 joule shock then rendered a no shock advised decision then allegedly delivered a 100 joule shock and a 300 joule shock. The pt was not resuscitated. The facility is questioning why the device allegedly delivered a 100 joule shock.